Event description:
Levophed drip was being administered to pt using infusion pump. Pt's blood pressure was not improving even with medication described. Nurse noticed that a fluid was coming out of pump onto floor. The nurse determined that when loading the set, the tubing was cut by the tube pincher at the free flow protection clip. This cut resulted in the leaking of the medication. Hosp bio-med personnel duplicated the problem and have isolated pump until repair completed.